Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
It was reported that the device exhibited a low o2 alarm while being used on a patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Additional information received indicates that the customer did not return the device, however they did submit the logs for review and the technical failure alarm was observed while the o2 supply was connected. In non-invasive ventilation (niv) operation, fio2 delivery can be influenced by patient demand and interface leaks. The correlation between flow conditions and fio2 fluctuations confirms that the alarms were a result of the clinical conditions of niv use and not an device malfunction. It was determined that the ventilator functioned within design specifications.